Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings on her insulin pump. The customer's blood glucose reading was 451 mg/dl. The customer stated that she had high blood glucose since last night. The customer called her health care provider and changed the set. However she was still at 451 mg/dl. No serious injury or hospitalization occurred during the event. The customer was advised to remove the reservoir, rewind and reinsert the reservoir. The customer was also advised to check the bolus wizard setting for accuracy. The customer was advised to check her high blood pressure. The customer's blood glucose level went up to 413 mg/dl. The customer changed the set, bloused, blood went up to 540 mg/dl, used the needle, got to 544 mg/dl then dropped to 336 mg/dl, and woke up at 400+mg/dl. The lowest blood glucose reading she received was 280 mg/dl. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.